Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the the pt is not able to connect to communicator with handset again. Agent provided same guidance --agent had the caller close all apps on handset, place handset in airplane mode, reset the communicator and take the handset out of airplane mode. This resolved the issue, caller able to connect handset to communicator. The caller noted that after the communicator and handset were able to communicate with each other, the externals would not connect to ins--agent inquired if the caller was near emi or a metal table. Caller confirmed that she was near a metal table. Upon moving away from the table, the externals were able to connect to the ins without incident.